Event description:
The pt had difficulty being weaned from cardiopulmonary bypass. The surgeon inserted a datascope 40cc catheter (s/n unk) into the pt transthoracically). Poor augmentation was noted immediately. After 10 mins of troubleshooting, the catheter was removed and discarded. A bard 9.0 fr - 30cc iab catheter was inserted transthoracically. Poor augmentation was noted, and kinked catheter alarms noted, iab waveform also displayed a kinked catheter. The console was changed from a datascope 98 to a bard transact, and the alarms were disabled to keep the catheter moving. On 9/14/99 at 7:30 am, blood was noted in the extracorporeal tubing. The pt went back to or for surgical removal of the iab at 9:50 am. The catheter has been retained by risk mgmt. Another bard iab was inserted at 10:15. Augmentation was good. At 13:35 blood was noted in the extracorporeal tubing indicative of another leak. The iab tubing was clamped, and the cv surgeon left the catheter in place. The pt expired at 23:50. The catheter was not retained.